Event description:
Event description cpi received information that the rate sensor of this endotak transvenous defibrillation lead was removed from service. The lead was exhibiting 'oversensing in the diaphragm'. The physician elected to replace the lead with a rate sensing lead.